Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled follow-up performed on (B)(6) 2009, the physician reported that the ICD programmed settings had changed since last follow-up visit, which was unexpected. Observed programmed settings were [vvi pacing mode, atp off, ...] Instead of [ddd pacing mode, atp on, ...]. Review of the files demonstrated that the ICD was found with nominal settings (backup / safety settings).

Manufacturer narrative:
February 01, 2010: this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Review of the expertise files confirmed that the ICD was found with nominal settings upon interrogation on (B)(6) 2009. No evidence of any nominal command was found during this session that day. However, a nominal command was sent to this ICD during a previous follow-up, as observed in the manager logfile dated (B)(6) 2009. This nominal command was launched about 4 seconds after the end of the interrogation session performed that day. This nominal command was requested and confirmed by the user. Another nominal command was requested 1 second later, but not confirmed by the user. Finally, a system shutdown was executed 7 seconds later. The nominal command was sent because the user depressed the emergency button (red cross +) either on the programmer keyboard or on the programmer screen (there is no way to know which one was activated). A user error is most probably at the origin of the reported event (inadvertent activation of the emergency button instead of the on/off button on the keyboard). Both ICD and programmer performed as specified. The ICD can remain implanted without further action.